Manufacturer narrative:
The unit was received with missing retainer and reservoir tube lip o-ring. The unit was received with minor scratched lcd window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump was missing its transparent plastic guard and o-rings. The insulin pump was returned for analysis.